Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient developed acute stroke symptoms, including increasing confusion and diaphoresis. A computed tomography (CT) scan was completed, revealing a hemorrhagic stroke. During the return to CT for a repeat scan and computed tomography angiography (cta), the patient experienced respiratory failure, requiring intubation and an epinephrine push. Protamine was administered to reverse the heparin infusion, which has since been held. A repeat CT scan is scheduled at 1200. The patient's outcome at the time of explant was expired.